Manufacturer narrative:
The customer called and ordered a replacement battery without device evaluation.

Event description:
The customer reported that a replacement battery was needed. The device was in use on a patient. There was no report of patient or user harm.